Event description:
It was reported a balloon ruptured on the first inflation at it's rated burst pressure during a iliac angioplsty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without patient complications. Balloon rupture or balloon leakage is an anticpated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. The co follow up indicated this balloon was used in a calcified lesion which the co believes contributed to this event and does not attribute it to the device. However, without evaluating the device the co cannot determine the exact cause for this event. The co's directions for use state: "do not exceed the normal pressure printed on the product label. The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."